Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that insulin was leaking at the junction where the infusion set tubing screws into the connector during a supply change, and the user was using an inset with 23-inch tubing; review indicated the infusion set was not fully seated and was cross-threaded, consistent with an improper or incorrect procedure and involving the infusion set cannula component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and a usage problem was identified, consistent with an infusion set connector not attached correctly and the cannula component reference. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.